Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrent hernia due to failure of the mesh, infection, adhesions, granuloma, fibrotic reaction, acute inflammation, granulation and infected sinus tract. Post-operative patient treatment included revision, recurrent ventral hernia repair with additional mesh, bowel removal as well as mesh removal surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a ventral hernia repair. He had revision surgery 6 months post-surgery. Patient underwent an infected recurrent ventral hernia with biologic mesh. The patient experienced adhesions; bowel removal; granuloma; infection; mesh removal; recurrence and revision.